Event description:
Customer's father reported hospitalization due to diabetes ketoacidosis. Caller stated that the insulin pump is malfunctioning, the insulin pump is not alarming. The blood glucose reading is 380 mg/dl. During troubleshooting, the high pressure test failed twice. Advised the caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.